Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture at high outputs. A lead revision procedure was done and it was noted that the lv lead had dislodged; this lead was then explanted. A new lv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection noted set screw marks on the terminal pin. Puckered insulation was noted 387-397 millimeters from the terminal pin, which was attributed to where the suture sleeve was. There was a bend in the insulation, along with an abrasion/tear in the inner silicone insulation 400 millimeters from the terminal pin. Bunched insulation was noted 813 millimeters from the terminal pin. One tip of the tine was noted to be missing and dried blood/body fluid was noted in the lumen. Additional testing concluded that the lead had intact electrical continuity. The lead was pressure tested and leakage was noted around the distal electrode. The distal electrode of this lead is not hermetic, and leakage during flushing or pressure testing, on either side of the electrode, may occur. The clinical observations were not able to be confirmed via laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.